Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The single-port (sp) maryland bipolar forceps instrument was analyzed and found to have thermal damage on the molded insulator located at the grip tips. Electrical continuity test was performed and passed.

Event description:
It was reported that during central processing there was a damaged tip on the maryland bipolar forceps instrument.